Event description:
It was reported that the pt experienced a loss of stimulation sensation and therapeutic effect. The lead was replaced three days after implant. No surgical complications were reported.